Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70. Serial number:(B)(6). Batch/lot number: 16097628. Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number:sc-3138-35. Serial number: (B)(6). Batch/lot number: 15963142. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3138-35. Serial number:(B)(6). Batch/lot number: 15963142. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 15909280. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 20047307. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and leads was not working properly. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient was doing fine postoperatively. Nothing will be returned as we were not aware.